Event description:
It was reported that after two hours of pumping the patient was going to be moved to a different room. The "mode" on the console was changed to "battery mode" and the patient was being put on an elevator. While entering the elevator the intra-aortic balloon pump (iabp) rolled over a bump on the floor and stopped pumping. The iabp was exchanged to an iabp-0400j (B)(4). There were no reported patient complications.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.